Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed.

Event description:
This report is to advice of an event observed during analysis confirmed exposed wires on the power supply cable.